Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:a proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.  Concomitant: product ID d224trk ICD implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited "anomalous behavior" to include rising capture thresholds. The lead was explanted and replaced, and no patient complications have been reported as a result of this event.